Event description:
It was reported the pump incision was not healing and was leaking a pussy, yellow, colored fluid from the area over the pump. An infection was reported. The patient had been to the ER but was not treated. The patient's pump had not been refilled since implant. The pump had been dry since 2008. The pump was alarming every hour. The patient had been dismissed by their following physician. The patient was provided a contact for a physician to remove the pump. Additional information has been requested but was not available on the date of this report.